Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.

Event description:
It was reported that the piston rod of the infusion device gets stuck, which results in an inaccurate amount of insulin delivery. The patient stated when she fills the insulin cartridge with 315 insulin units she needs several attempts until she can see the insulin in the infusion tubing, and if she puts less insulin than the amount of 315 the pump doesn¿t administer insulin at all.